Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose. The low blood glucose level was 50 mg/dl. Other relevant blood glucose level was 229 mg/dl. Customer was treated with one glucose and peanut butter for low blood glucose. Customer also stated that the sensor had a inaccurate reading. The product will not return for the analysis.